Event description:
Boston scientific received information that this right ventricular defibrillation lead required repositioning one day post implant due to dislodgement. It was reported that the cause of the lead dislodgement was that the patient actively used her arm after implant against the physician's orders. No adverse patient effects were reported.

Event description:
The user received questionable nh3l (ammonia) results for two patient samples. Data was provided for one sample that was discrepant. All results are in umol/l. The initial result was 325.8 with a flag and the repeat result on the cobas c311 analyzer (no serial number provided) was 78.0. The sample was repeated on the original analyzer and the results were 77.7 with a flag and 80.1. No adverse events were alleged regarding the issue. The ammonia reagent lot number was 62961001.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
Based on the reaction kinetics for the sample, it was determined the sample either was turbid or somehow colored, so that a regular measurement was not possible. A data flag was generated by the analyzer, notifying the user there may be a problem with the result. No adverse events were reported.